Event description:
It was reported that the barrel was damaged on the bd posiflush¿ syringe. The following information was provided by the initial reporter, translated from chinese: "the nurse found that the pre-filled catheter flosser handle was broken and unusable when the indwelling needle was blocked."

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 1120518. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.